Event description:
It was reported an er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the clip spit and dropped. Clip was retrieved from the pt. There was no consequence to the pt.